Event description:
It was reported that an empty eva bag leaked from the seam next to the connection ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of a leaking port tube seam. The reported condition was confirmed through visual inspection and functional leak testing. The cause was determined to be related to the manufacturing process. Corrective maintenance of the machine and leak tester revalidation was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.